Event description:
The manufacturer representative (rep) reported that they were charging too often. It was reported that they were charging every 2 days. There was a report that before 2015, the patient was using 8 volts and was charging once a week. The patient indicated that they were needing to charge more often and the implantable neurostimulator (ins) was not holding a charge. There was a report that the electrode impedance were within normal limits. It showed > 10k ohms on all contact pairs with electrode 9. No symptoms were reported. Relevant medical history includes other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.